Event description:
Rep stated that the product would not lock into place during a hip procedure. The procedure was completed successfully. There was no medical intervention required and no delay in the procedure.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report.